Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The reported patient effect of perforation of vessel is listed in the coronary dilatation catheters (cdc), nc trek neo, instruction for use, as a known patient effect. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was to perform intervention of a saphenous vein graft (svg) to right coronary artery (rca). A perforation occurred during use of a 3.50x20mm nc trek neo balloon dilatation catheter. Which was treated with balloon tamponade and deployment of a 3.50x19mm graftmaster, sealing the perforation. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.